Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to enter a value for the grams of carbohydrates into the bolus screen. There was no impact to the customer's blood glucose level. The customer ended the call; however, during the follow-up call, the customer declined to perform troubleshooting with tandem technical support.